Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2022, the mentor failure analysis lab has received the device for evaluation. On june 21, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample, sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 03, 2022, mentor received additional information regarding the date of event and patient information. The event date was updated from (B)(6) 2022 to (B)(6) 2022. The patient's ethnicity was updated to not hispanic/latino. The patient's race was updated to white. On june 08, 2022, mentor became aware that the device date of implantation was before the device manufacturing date in the previous report. The device date of implantation has been updated to (B)(6) 1997 as the best estimate date. Manufacturer¿s reference number: (B)(4).